Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps shutting off for no reason. Customer stated that the battery states it is completely full and then it just shuts off and turns back on. Customer stated that the issue has been happening for about a week. Customer stated that the contacts on the replacement battery cap are damaged. Customer was advised that a replacement battery cap will be shipped. Customer was advised to insert a new battery as soon as possible and if the display does not return, customer was advised to revert to a back-up plan until the replacement battery cap arrives.